Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact reported.